Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the intervention. Attempts have been made to obtain additional information, however our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. Linked with MDR: 2029214-2017-00108, 2029214-2017-00109, 2029214-2018-00462. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the treatment of an arteriovenous malformation (avm), the apollo catheter was delivered and then ruptured when the liquid embolic material was injected. This event occurred after the "provocative" pass of the devices. There was no report of patient injury.